Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique coincident with automated peritoneal dialysis (apd) therapy which caused peritonitis and sepsis. The break in aseptic technique was further described as being due to the environment in which the patient performed pd therapy (no further details provided). The peritonitis was manifested by abdominal pain and cloudy effluent. Three days after onset, the patient was hospitalized for the event. On the same day the patient began treatment for the peritonitis with cefazolin and ceftazidime, ip-intraperitoneally (doses and frequencies not reported). On the same date, the patient experienced sepsis manifested by fever. Treatment for the sepsis was not reported. Three days after being hospitalized, the patient was discharged. On an unreported date, the patient had completed antibiotic therapy and was recovered from the peritonitis. The outcome of the sepsis was not reported. On an unreported date, the patient was retrained on aseptic technique. At the time of this report, dianeal therapy was ongoing. No additional information is available at this time.